Manufacturer narrative:
H4: device manufacture date - the lot was manufactured between may 21-22, 2024. The device was received for evaluation. The sample contained 85 ml of fluid in the bladder. Visual inspection on the returned sample via the naked eye showed no signs of physical abnormality such as air bubbles inside the tubing line or drug precipitates inside the bladder that could have caused the reported flow problem. A functional flow rate test was performed, and the flow rates were found to be within the product flow rate specification range. Continuous flow was observed during the flow test. Based on the functional flow test result, the infusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused medication during infusion. The expected therapy time was 46 hours; however, after 36 hours it was observed that approximately 30-40ml of the total 100ml remained in the device that had not yet been delivered to the patient. The device was filled with fluorouracil and heparin in saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.